Event description:
On (B)(6)2016, ms. (B)(6) underwent total left knee replacement by implanting surgeon, dr. (B)(6) with cardinal health arthroplasty bone cement. On (B)(6) 2019, ms. (B)(6) to undergo undergo a revision surgery due to aseptic loosening of his artificial knee components. No x-rays are available. No further information have been provided.